Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 37791 (B)(4). Product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The consumer reported that the patient was having a problem with the recharger. The consumer was not with the patient at the time of the call as the patient was currently traveling. The consumer reported that the patient tried to charge and couldn¿t charge. The consumer reported that the patient couldn¿t get any boxes and the screen showed a broken. The consumer reported that the ins was dead. The consumer also reported that before the patient left, the patient was able to recharge,the ins was down to 15%. The consumer reported that the patient wasn¿t using the fill strength but was using half strength to last longer. The consumer reported that the patient couldn¿t get any coupling boxes and it looked like a broken person on the screen. Additional information was received from the patient on (B)(6)2017. The patient mentioned previously documented issues of poor coupling, frozen screen (previously described as ¿broken person¿). The patient described seeing the reposition antenna screen. A recharger reset was performed and the patient reported that the reset resolved the issue. The patient then reported poor coupling. The patient reported full coupling after using antenna locate, then 6 coupling boxes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement antenna did not resolve the coupling poor issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient could not get any coupling boxes to fill in when recharging their implant. The patient also stated they were on group c and the battery had gone down really fast within a day or two. The patient noted it had never done this before. The patient also reported experiencing poor coupling. The patient had tried moving the antenna through all four positions and charging on bare skin. Antenna locate (al) did not resolve the issue. After troubleshooting steps were performed, the patient noted seeing the ¿poor coupling¿ screen. The patient connected to the implant and no boxes were filled in. The patient stated they still got two boxes. They reported that they turned the recharger over and they got eight coupling boxes filled in. The patient thought that they still had a problem. The patient was sent a replacement antenna. They were redirected to follow-up with a healthcare professional (hcp) regarding the issue of the battery decreasing faster than expected. No symptoms were reported. No further complications were reported. Additional information was received from a consumer regarding the patient. It was reported that the patient was going to get the device removed. The patient reported they were getting poor coupling with their recharger. No further complications were reported. Follow-up was conducted.